Event description:
The patient came in the hospital for a knee manipulation. The surgeon decided to exchanged the poly insert liner & the patella button from a triathlon knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a non-specific revision involving a triathlon insert was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
The patient came in the hospital for a knee manipulation. The surgeon decided to exchanged the poly insert liner and the patella button from a triathlon knee.